Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem would not charge a battery pack. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside pca and liquid contamintation on the battery board. The root cause for the damaged q1 transistor could not be positively identified. The root cause for the liquid contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4). The charger was unable to charge a battery pack.